Event description:
It was reported to boston scientific corporation that a captivator small hexagonal stiff snare was used to remove polyps during a polypectomy procedure performed on an unknown date. During the procedure and inside the patient, the snare did not cut through the polyp sufficiently. No problems on the handle were noted. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.